Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent plif at th10-iliac (s2ai) for kyphosis. Post-op follow-up, it was found that set screw for s2ai were dislodged. She complained of back pain. The revision surgery will be operated. Surgeon mentioned that it was no chance of cross threading because the set screw was placed to rod at first place. It was unknown which side of a set screw at s2 ai came off. Date of revision surgery was not decided then.